Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 2mg for a total dose of 0.42004 mg/day via an implantable pump for failed back surgery syndrome and non-malignant pain. It was reported on (B)(6) 2019 the patient reported at their appointment that they were having pain at the pump pocket location. It was noted on (B)(6) 2019 surgical intervention occurred where the pump pocket was revised. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was pain at the pump pocket. The patient's weight was (B)(6). The event date was (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was unlikely related. The incisional site/device tract was pump pocket. No further complications were reported/anticipated.